Event description:
It was reported that the nurse called to regarding alert 52 (extended period of cold water exposure). Noted they did have other alerts earlier. Wanted to make sure arctic sun device was working. Patient temperature (pt) was 36.6c via esophageal probe, targeted temperature (tt) was 35c, water temperature (wt) was 6.8c, water flow rate (wfr) was 2.1 l/m. Nurse stated that the device alerted about low flow and has been reading marginal. Verified event log which confirmed first two reported alerts and shows 15 and 50 (unable to obtain stable patient temperature and patient temperature 1 erratic). Nurse noted these alerts and alarms were received while bathing patient and probe was disconnected and reconnected. Checked system diagnostics showed that the outlet monitor temperature (t1) was 13.2c, outlet control temperature (t2) was 13.1c, inlet temperature (t3) was 12.7c, chiller temperature (t4) was 9.7c, water flow rate (wfr) was 2.3 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 70 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 5, system hours were 6905 and pump hours were 5872.9. Walked through stop therapy, disconnect and reconnect using proper technique. Water flow rate (wfr) was stabilized at 3.3 l/m. Encouraged to call back if any alerts or alarms return. Discussed alert 52 and importance of doing diligent skin checks according to their protocol. Second call on same day, cvicu nurse noted patient was rewarming but seems to be having difficulty reaching target. Rewarm originally set for 36c and increased to 37c around 8am. Patient temperature (pt) was 36.1c, targeted temperature (tt) was 37c, water temperature (wt) was 25.1c, flow rate (fr) was 2.8lpm, rewarm tab reads from 36.8c, rate 0.25c/hour, to 37c. Manual control at 40c was successful, though slow. Disabled manual and restarted therapy. Patient was 85kg with medium pads in place. Treated for shivering around 4am. No alerts or alarms. Two temperature probes correlating. They would try to locate another device while they let therapy run for another hour. They turned on bair hugger at this time. Called back at 11:45am. Patient still a little behind target at 37.7c, but water was at 36.2c and caller felt more comfortable with therapy at this time.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse called to regarding alert 52 (extended period of cold-water exposure). Noted they did have other alerts earlier. Wanted to make sure arctic sun device was working. Patient temperature (pt) was 36.6c via esophageal probe, targeted temperature (tt) was 35c, water temperature (wt) was 6.8c, water flow rate (wfr) was 2.1 l/m. Nurse stated that the device alerted about low flow and has been reading marginal. Verified event log which confirmed first two reported alerts and shows 15 and 50 (unable to obtain stable patient temperature and patient temperature 1 erratic). Nurse noted these alerts and alarms were received while bathing patient and probe was disconnected and reconnected. Checked system diagnostics showed that the outlet monitor temperature (t1) was 13.2c, outlet control temperature (t2) was 13.1c, inlet temperature (t3) was 12.7c, chiller temperature (t4) was 9.7c, water flow rate (wfr) was 2.3 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 70 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 5, system hours were 6905 and pump hours were 5872.9. Walked through stop therapy, disconnect and reconnect using proper technique. Water flow rate (wfr) was stabilized at 3.3 l/m. Encouraged to call back if any alerts or alarms return. Discussed alert 52 and importance of doing diligent skin checks according to their protocol. Second call on same day, cvicu nurse noted patient was rewarming but seems to be having difficulty reaching target. Rewarm originally set for 36c and increased to 37c around 8am. Patient temperature (pt) was 36.1c, targeted temperature (tt) was 37c, water temperature (wt) was 25.1c, flow rate (fr) was 2.8lpm, rewarm tab reads from 36.8c, rate 0.25c/hour, to 37c. Manual control at 40c was successful, though slow. Disabled manual and restarted therapy. Patient was 85kg with medium pads in place. Treated for shivering around 4am. No alerts or alarms. Two temperature probes correlating. They would try to locate another device while they let therapy run for another hour. They turned on bair hugger at this time. Called back at 11:45am. Patient still a little behind target at 37.7c, but water was at 36.2c and caller felt more comfortable with therapy at this time. Per follow up information received via task on 19feb2025, per review of event, bd representative successfully troubleshot the malfunction during the call. The event concluded with the device working and the patient on the trajectory for successful therapy completion.

Manufacturer narrative:
The reported issue was inconclusive. The root cause was not able to be isolated. It was noted that rewarm originally set for 36c and increased to 37c around 8am. Patient temperature (pt) was 36.1c, targeted temperature (tt) was 37c, water temperature (wt) was 25.1c, flow rate (fr) was 2.8lpm, rewarm tab reads from 36.8c, rate 0.25c/hour, to 37c. Manual control at 40c was successful, though slow. Disabled manual and restarted therapy. Patient was 85kg with medium pads in place. Treated for shivering around 4am. No alerts or alarms. Two temperature probes correlating. They turned on bair hugger at this time. Called back at 11:45am. Patient still a little behind target at 37.7c, but water was at 36.2c and caller felt more comfortable with therapy at this time. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Correction: d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.